Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and was able to confirm the reported issue so the fse replaced the battery to resolve the issue. The unit passed applicable functional/safety testing.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) battery failed on conditioning test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.